Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) had impending erosion into the urethra at the distal right cylinder. A surgical procedure was performed in which the device was explanted and replaced. There were no patient complications reported.